Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the new device had low battery voltage and low projected longevity. The technical consultant stated that this was probably due to cold weather. No apparent patient involvement.